Manufacturer narrative:
Terumo did not receive the actual device and the complaint was not confirmed. No potential layering issues were noted based on visual inspection of the associated photos used to build the pack. Therefore, the root cause of the event is unknown. The part's supplier has taken corrective action, and the correction has been effective thus far in subsequent lots. The pack will be reviewed during the next build. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, "the customer said it looked like there was a cracked retro-guard." The product was changed out, there was no blood loss, and surgery was completed successfully. There was no delay in surgical procedure.